Event description:
Riata lead, which is known to exhibit failure to pace. (5v) rv and shock lead: st. Jude 1581-65 riata (sn - (B)(4), abandoned). Implanted (B)(6) 2005. Capped (B)(6) 2011 reused. (B)(6) 2012. Capped (B)(6) 2014